Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the instrument was missing the ceramic sleeve from the yaw pulley. The missing ceramic sleeve measures approximately 0.131" x 0.175". Fa was unable to establish the cause of issue. No image or procedure video was provided for review. A review of the instrument log for the permanent cautery hook instrument (470183-14/n102103010013) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022. This complaint is being reported based on the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
The site processed the permanent cautery hook with no reported issue. There was no report of patient involvement. Intuitive surgical, inc. (Isi) completed customer follow up and obtained the following: the customer was unable to provide any further information related to the instrument return other than it was defective. The customer does not know when the reported issue was identified. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information.